Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen and blood in the hub. The balloon was tightly folded. The hypotube shaft was completely separated 59cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities of the outer and inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. An 8mm x 4.00mm nc quantum apex balloon catheter was selected and inserted in the guide catheter. One negative pressure was pulled and blood came back. When the device was pulled out, it was noted that shaft cracked and once completely removed from the patient, the shaft broke in half. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that shaft break occurred. An 8mm x 4.00mm nc quantum apex¿ balloon catheter was selected and inserted in the guide catheter. One negative pressure was pulled and blood came back. When the device was pulled out, it was noted that shaft cracked and once completely removed from the patient, the shaft broke in half. No patient complications were reported and the patient's status was fine.